Event description:
It was reported that the patient was charging the ipg more often and for longer periods of time. The patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure. No device malfunction suspected. The patient was doing well postoperatively and the explanted ipg will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.